Manufacturer narrative:
No button error alarm. Unit received with no button response due to corroded down button keypad trace. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was 210 mg/dl at the time of the incident. The alarmed occurred during normal use. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.